Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated humantythroid stimulating hormone (htsh) results generated on the synchron lxi 725 clinical system for one patient. The initial erroneously elevated results were reported outside the laboratory. The patient sample was retested on a different and the results were within the normal reference range. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on 06/26/2008 investigating the event. The fse reported that the luminometer was not functioning correctly. The fse replaced the part and verified the repair per established procedures. The results met published performance specifications. Hardware issue was addressed by the fse. However, the customer ignored multiple event log events during the time the patient samples were running. Customer error is the root cause for this event. This is three of three separate MDR reports related to three patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-02712, MDR 2122870-2011-02713, MDR 2122870-2011-02714 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.